Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analyst noted that the stylet insertion test result was passed through the coil lumen to the distal tip without obstruction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, difficulty inserting the stylet occurred. It was also reported that placement difficulty encountered, and high thresholds consistently. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.